Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received from the initial reporter, a supplemental report will be provided.

Event description:
While evaluating a returned olympus evis eus bronchofivervideoscope it was discovered that foreign material was coming out of the forceps channel. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Therefore, the root cause for the remaining foreign material could not be established. The event can be detected and prevented by following the instructions for use (IFU) which state: there is a reprocessing manual for bf-uc290f, and it describes the reprocessing procedures. Olympus will continue to monitor field performance for this device.